Event description:
It was reported that the patient with this right ventricular (rv) lead underwent an ablation procedure, which affected the pacing threshold performance of this lead and resulted in a lack of capture. Subsequently, it was explanted and replaced by a new lead. No additional patient effects were reported.